Event description:
While the patient was receiving a laparoscopic hysterectomy, the doctor noted that one half of the endo stitch needle was missing while looking through the scope and working with the device. The peritoneum was inspected for missing half without success. An x-ray was taken in the pacu and the needle was visualized. The patient was returned to the or to have needle removed. This device failure did not prolong patient's normal stay. This needle is a double-ended needle which passes back and forth inside itself.